Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, the right ventricular lead was not screwed in properly and high/undefined svc coil impedance occurred. The implantable cardioverter defibrillator (ICD) was replaced. No patient complications have been reported as a result of this event.